Manufacturer narrative:
Meter and strips involved in incident were not returned for investigation. Retain strips of specified lot were tested with qs meter and passed testing with no failures detected. If customer returns any complaint products, products will be tested and a follow-up MDR will be filed.

Event description:
The caller indicated the glucocard expression meter was reading high. We performed a control solution test with a result of 117, with a range of 97-117. Found this control solution to be for a relion premier meter (cstn04cn), which is the incorrect control solution for this product. We performed back-to-back blood tests with results of 108 and 110. I explained 20% variance. The customer stated that last night at 3:30 am they were feeling bad. Customer stated they were feeling disoriented and tested their blood sugar with a result of 75. The customer called the paramedics who arrived and tested their blood giving them a reading of 35. The paramedics advised that they eat food to increase their blood sugar, so they ate a peanut butter sandwich and drank a soda. The customer told me that the reason they called the paramedics was directly due to the readings of the meter. I explained that we would send a replacement meter and test strips and they would arrive in 3-5 business days with a return label to send back the complaint products. Replaced meter, strips and sent return label.

Event description:
The caller indicated the glucocard expression meter was reading high. We performed a control solution test with a result of 117, with a range of 97-117. Found this control solution to be for a relion premier meter (cstn04cn), which is the incorrect control solution for this product. We performed back-to-back blood tests with results of 108 and 110. I explained 20% variance. The customer stated that last night at 3:30 am they were feeling bad. Customer stated they were feeling disoriented and tested their blood sugar with a result of 75. The customer called the paramedics who arrived and tested their blood giving them a reading of 35. The paramedics advised that they eat food to increase their blood sugar, so they ate a peanut butter sandwich and drank a soda. The customer told me that the reason they called the paramedics was directly due to the readings of the meter. I explained that we would send a replacement meter and test strips and they would arrive in 3-5 business days with a return label to send back the complaint products. Replaced meter, strips and sent return label.

Manufacturer narrative:
On 12/2/2022, meter and eleven strips of specified lot were returned for investigation. Returned strips were tested along with retain strips with returned meter. Meter and strips passed testing with no failures detected. Meter will be returned to the manufacturer for further investigation.